Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) that displayed as ¿high¿; however, a specific value was not provided. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.